Manufacturer narrative:
There is no indication at the time of this report that the lens has been explanted. (B)(4). Unexpected postop refraction. Complaint device was not returned for evaluation. The reported issue could not be confirmed. The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. The manufacturing results for lens diopter was 16.9, and was found within specifications. A review of the complaints related to the production order was performed and the results revealed no other complaints for this order number. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the investigation results, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of a zcb00 intraocular lens (iol), a patient experienced a problem seeing both distance and reading with a lot of fuzziness. Reportedly, patient has seen many different surgeons and optometrist and they have given her contacts lenses and glasses. Patient had yag in (B)(6) 2016, and patient can drive though most of the letters are still fuzzy and she needs glasses when using the computer. Reportedly, patient did not have any serious medical condition. Patient plans to see another doctor for her visual concerns. No further information was provided. This report represents the lens implanted in patient's left eye. A separate report is being filed for the lens implanted in patient's right eye.